Manufacturer narrative:
It was reported that the flow transducer test during pre-use check was failed. The hospital engineer found water in the air gas module and dried the water out, and mounted the air gas module in the ventilator again. The hospital engineer also took measures to prevent this happened again. Our strong recommendation to replace the air gas module has been communicated to the customer. No device log files has been received. The most probable source of moisture/water into an air gas module is moist air from the hospitals' external compressor. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).